Event description:
The system 5 dual trigger rotary was sent for service and during performance testing at the MFR it was found that the leafkey housing is chipping. There was no pt involvement and no adverse consequences associated with the device.